Event description:
It was reported that a patient presented in-clinic with over-sensing of noise noted on the patient's right ventricular lead. Corrective programming changes were made and no adverse patient consequences were reported,

Event description:
New information received notes that the lead was surgically revised on (B)(6) 2024. No adverse patient consequences were reported.